Event description:
Information received indicates the bed did not pass the electrical safety test due to a loss of ground.

Manufacturer narrative:
The technician found the ground wire to the frame was loose. The technician tightened the connection to repair the bed.